Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was returned to the manufacturer for evaluation. A photo were provided for review. Therefore the investigation is confirmed for the reported pinhole in the catheter as leak was noted from the pinhole and split during evaluation. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 port & catheter, implanted, subcutaneous, intravascular allegedly experienced material puncture, fluid leak and fracture. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was returned to the manufacturer for evaluation. A photo were provided for review. The investigation identified a pinhole and split. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 port & catheter, implanted, subcutaneous, intravascular allegedly experienced material puncture and defective component. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.